Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 was not responding. A field service engineer inspected station drawer 5.1 and found spillage and debris. The drawer mother of all boards (moab) was cleaned thoroughly, which was also reseated. The station was then rebooted, diagnostics were run, and testing confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was not responding to commands the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.